Manufacturer narrative:
(B)(4). Batch # r93r8j. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 13 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: please clarify: the clips were bending. Does this mean that the clips were feeding into the jaws of the device sideways? No information. It was also reported that the clip was not feed into the jaws properly.

Event description:
It was reported that during an unknown procedure, the clip fed into the jaws with the legs bending, and the device could not be fired after the several firings. Another device was used to complete the case. There were no adverse consequences to the patient.